Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records were provided and reviewed by a health care professional. Review of the available records identified the following : the patient underwent a left total hip arthroplasty, during which zimmer biomet products were implanted without complications. The patient underwent a revision procedure on, due to increasing pain and inability to function. Pre-operative MRI showed reactive bone changes throughout proximal femur with a large area of synovitis and swelling around the joint indicative of particulate debris process. There was a large synovial collection of caseating dry debris classic for altr secondary to the metal debris or corrosion likely caused by the modular neck/body interface. The capsule was overgrown and redundant. The proximal bone was porosu and friable. The only real bony ingrowth was along the calcar with minimal along the shoulder. The femoral head, liner, neck, and stem were removed. During removal of the stem, a small calcar fracture occurred and was fixed by placing a free single cerclage cable below the lesser trochanter. No other complications or significant findings related to the reported event were identified. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6 proposed component code: mechanical (g04)- stem. Review of complaint history didn't identified additional similar complaints found for the stem. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. Root cause unchanged. This complaint was confirmed based on the provided medical records. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: femoral head sterile product do not resterilize 12/14 taper, (pn 00801803202, ln 62832153). Modular neck k 12/14 neck taper use with +0 heads only, pn 00784800200, ln 62764670. Trilogy acetabular shell, (pn 00620005622, ln 62747453). Trilogy acetabular liner, (pn 00631005632, ln 62757063). MDR: 0002648920-2019-00737, 0001822565-2019-04392. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent left total hip arthroplasty. Subsequently, the patient underwent a revision procedure approximately three years post-implantation due to pain and inability to function. During the procedure, the surgeon noted a bulging mass emanating from the hip socket and large synovial collection of caseating dry debris upon entering the joint. Further, the surgeon noted adverse local tissue reaction (altr) which led to a small calcar fracture; one cable was placed for support. Finally, the surgeon noted the stem was not loose; however, there was only ingrowth along the calcar with minimal along the shoulder. The stem, polyethylene liner, femoral head and taper were removed and replaced.